Manufacturer narrative:
Event date received. Additional information was received that the bench testing was performed to recertify pumps for preventative maintenance. The pumps should have delivered the entirety of the 20ml that was used for testing +/-1.2ml to be within manufacturer specifications. Four pumps failed while using this tubing at around 18.3ml.

Manufacturer narrative:
Fifteen cadd administration set was returned for analysis (eleven unused inside a plastic bag with their original sealed packaging and four used inside of plastic bags). Upon visual inspection, no damages or defects were detected except for one sample was missing a connector. The samples were set for accuracy testing using a pump solis vip except for the missing unit; all passed successfully. Relevant documents and the manufacturing process were both reviewed; no discrepancies noted. The housing assembly operation, the inspection where the pump tube arch is measured, bonding operation, and accuracy testing were all reviewed and deemed adequate. A review of the production floor occurred with the use of 32 units; no discrepancies noted in regard to the height of the pump tube arch. Four samples were taken from the production floor and tested using the balance mettler toledo; no discrepancies observed. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd administration set failed preventive maintenance with a low volume delivery. No patient was involved in this event. No adverse effects were reported.